Event description:
It is reported that the patient is experiencing knee pain, joint instability, and decreased range of motion. It is unknown if the patient's knee has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: operative notes were not provided. Radiographs were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Manufacturer narrative:
This report is being amended to reflect changes. Other devices used: catalog #00591605001; nexgen pmma fluted stemmed tibial component, lot #60890392; these bone cements are manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products: catalog #00111314001, palacos r+g bone cement, lot #66614191; catalog #00111214001, palacos r bone cement, lot #66594190; this report will be amended when our investigation is complete.

Event description:
It is reported that the patient has now been revised due to loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Review of the device history records for the femoral component, patellar component, tibial component, and bone cement identified no deviations or anomalies. These devices are used for treatment. Updated information indicates that the patient was revised due to aseptic loosening. It is unknown which components were loose. A definitive root cause cannot be determined with the information provided.